Event description:
It was reported that patient underwent oss procedure in 2009. During the procedure, the 13cm segment and 20.5mm stem were assembled and after the surgeon reamed the bone, the stem component sat proud by 2 cm. The stem could not advance or back out of the bone, therefore, the surgeon removed the 13cm segment and replaced it with an 11cm segment to complete the procedure. A forty-five minute delay in the procedure was experienced.

Event description:
It was reported that patient underwent oss procedure in 2009. During the procedure, the 13cm segment and 20.5mm stem were assembled and after the surgeon reamed the bone, the stem component sat proud by 2cm. The stem could not advance or back out of the bone, therefore, the surgeon removed the 13cm segment and replaced it with an 11cm segment to complete the procedure. A forty-five minute delay in the procedure was experienced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. This report filed november 10, 2009

Manufacturer narrative:
Additional information received from the product manager and sales associate found event was related to technique used by the surgeon and was not device related.